Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel (f&p) healthcare field representative, that an 950n81 neonatal ventilator dual heated circuit kit was found with a crack on the dryline during set-up and prior to patient use. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The subject 950n81 neonatal ventilator dual heated circuit kit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel (f&p) healthcare field representative, that a 950n81 neonatal ventilator dual heated circuit kit was found with a crack on the dryline during set-up and prior to patient use. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Section g4: the 950n81 neonatal ventilator dual heated circuit kitis not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for the similar product is k220703. Section h11: method: the subject 950n81 neonatal ventilator dual heated circuit kit was returned to fisher & paykel (f&p) healthcare new zealand for investigation, where it was visually inspected and analysed. Our investigation is based on our evaluation of the subject device and our knowledge of the product. Results: visual inspection of the subject device identified damage to the cuff of the dryline. Further analysis indicated that the dryline had been subjected to an external mechanical force. Conclusion: the reported damage was confirmed. The root cause of the observed damage was unable to be confirmed. All 950n81 neonatal ventilator dual heated circuit kits are visually inspected and pressure tested prior to being released for distribution, and those that fail are rejected. The subject 950n81 neonatal ventilator dual heated circuit kit would have met the required specifications at the time of production. The user instructions that accompany the 950n81 neonatal ventilator dual heated circuit kit state the following: set appropriate ventilator or flow source alarms to monitor therapy delivery perform a pressure and leak test on the breathing system before connecting to a patient. Do not crush, stretch, or milk the tubing. Check all connections are tight before use. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.